Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.5ua. The criteria is <55ua. Pass. Meter setting, audio and all buttons function are ok. Because patient did not return his strips, so we tested the suspected meter with in house control solution and retain strips (same as patient's strip, lot number: d180926-1). The control solution tests for level low were 58/56 mg/dl; for level high were 273/265 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 230~340 mg/dl. All results were within the acceptance range. Pass.

Event description:
End-user reported medical attention was sought on (B)(6) 2019 around 8 pm at his home after calling prodigy earlier that day around 1:15 pm with a complaint of high results. End-user stated that he tested his blood sugar and received a result of 518 mg/dl. He stated that he then did 3 more tests and got results of 400, 280 and 500 mg/dl. A normal reading for him at that time of day is around 220 mg/dl. About 10 mins later the end-user said he started to feel light headed, dizzy and his mouth was dry, so he then called ems. End-user stated that he didn't consume and food or medication while waiting for the ems to arrive. The end-user is on a sliding scale for his novolog and it is as follows novolog 2-12 units sliding scale: 5 units 200 mg/dl, 8 units 250 mg/dl, 10 units 300 mg/dl, and 12 units 400 mg/dl paramedics arrived within 10-12 minutes and tested with their meter the end-user doesn't recall what the result was. He was then transported to the ER by the paramedics. He is unsure what his blood glucose was when he arrived at the hospital. He stated that he was given insulin (not sure what type) and he was also given potassium due to his being low. The end-user stated he was at the hospital about 4-6 hors and when he was discharged his blood glucose was 240 mg/dl. He was told to follow up with his primary care doctor. He was treated at (B)(6) center located at (B)(6).